Event description:
No additional information.

Manufacturer narrative:
Two (2) physical samples and one (1) picture sample were received for evaluation by our quality team. The samples confirmed the defect of package damage. A device history record review was completed for material number 306572 and lot number 4256203. It was discovered that during the in-process checks in the manufacturing of this lot there was an issue identified. During routine in-process checks, an associate noticed packs with incorrect perforations. The line was stopped at the time of discovery. A technician investigated the issue, and it was found that the blade mechanical setup was incorrect, the mechanical setup was corrected, parts were verified post correction, and no further issues were found. This is the first report received for this type of issue on material 306572 and lot 4256203. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Anew complaint regarding (B)(4) batch 4256203 rejected on 18/11/2025 due to: x2 posiflush package found damaged in the original boxes. Incident date: 18/11/2025. No harm caused to a patient ¿ not opened, and not sent to customer.